Event description:
One patient with discrepant hcg results compared to repeat testing performed on a different analyzer - different methodology. Initial result gave 160 iu/l; repeat gave 0 iu/l. A second sample was obtained which initially gave 158 iu/l; repeat gave 0 iu/l. No adverse events reported in association with the results. If additional information is received, appropriate notification will be provided.